Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the actual device was not received for evaluation. Performance data were collected from the device and analyzed. Two episodes of ventricular nonsustained tachycardia less than or equal to 200 ms occurred; one on (B)(6) 2011 and one on (B)(6) 2012.

Event description:
It was reported that the right ventricular lead showed nonphysiologic sensing on two vectors and the sensing integrity counter is rising. The lead remains in use and the patient will be monitored. No patient complications have been reported as a result of this event.